Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/24//2017 with the following findings: battery compartment crack below grip pad to case seal. Dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked bettery compartment and dim display. This report is made based on the results of an investigation completed on 05/24/2017.